Event description:
It was reported that during central processing, the user facility identified a broken wire at the monopolar cautery instrument 's wrist. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed a broken pitch cable at the distal end of the instrument's snake wrist. The broken cable segment was sticking out at the instrument's wrist and the wrist's motion was not intuitive after breakage. Additional observations not reported by the customer was a kinked flush tube. The instrument's housing was removed, which revealed a kinked flush tube in the backend. The kinks occurred after the flush tube passed through the gimbal plate. The kinks can restrict fluid flow, preventing proper flushing of the instrument. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.